Manufacturer narrative:
Additional information provided: device evaluated by MFR? The customer¿s report that a secondary medication flowed into the primary was not confirmed. The primary set was visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing was performed and no backflow was observed. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary medication flowed into the primary bag. No patient harm reported.